Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported embolism within the sheath could not be confirmed.

Event description:
During a sensor implant procedure, an embolism occurred. The first embolus was identified within the sheath prior to the delivery system being inserted. Emboli were additionally visualized in the left pulmonary artery which an interventionist determined were small, and thus did not require thrombolytic therapy. First dose of heparin IV bolus, 2000 units, was administered 40 minutes into the case; second heparin IV bolus, 7000 units, was administered just before transfer to recovery, after the sensor was successfully deployed in the left pulmonary artery. There were no adverse consequences to the patient and was discharged the following day.